Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 10ml/hr and 22.1ml and tested in spec. Furthermore, the pump's operational log was reviewed and there were no indications that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient was receiving a protonix IV drip medication. At 2330 the nurse hung a new bag of protonix and in 2-3 hours the nurse noted that all the medication had infused. The pump was set at 10ml/hr. No changes were made to the pump. The pump overinfused the solution. No patient injury or adverse effect to the patient noted.